Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the staples were missing. The surgeon converted to a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Manufacturer narrative:
Device not available for eval.